Event description:
Rep reported that the patient was over draining even though the device was set at 200mmh2o.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the customer's complaint of over drainage could not be confirmed. Over drainage was not observed. Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.